Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm 7000tfx mitral valve in mitral position was disabled via valve in valve procedure after an unknown implant duration due to unknown reasons. Tmvr was completed with a 26mm 9750tfx transcatheter valve.

Event description:
It was reported that a 27mm 7000tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 10 years, 10 months due to unknown reasons. Tmvr was completed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: a1-a3, b4, b5, b7, d4, d6, g3, g6, h2, h6 (type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.